Event description:
Follow-up regarding device return noted that it was believed the device was shipped back to the manufacturer for analysis, however no device was received. The representative with the product stated she had no product to ship back. No device was received to date. No additional relevant information was received to date.

Event description:
It was reported that at a patient's battery replacement surgery due to battery depletion, the patient's original generator could not be interrogated pre-operatively as the device was depleted. After connecting the new generator, high impedance was observed. The lead pin was reinserted and diagnostics were tested again, showing high impedance. The surgeon then pulled on the lead and stated that he could see a tear or break. He was unsure if the break had been there or if he had burned the lead while making an incision at the generator site during surgery as the lead was looped directly on top of the generator. The lead was revised and the old lead was to be returned for analysis. No device has been received to date. No additional, relevant information was received to date.